Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer had symptoms such as sleepy. Customer's current blood glucose value was 452mg/dl. Customer stated that they had issue with insulin pump. Customer stated that the insulin flow block insulin flow blocked alarm during basal, bolus, fill cannula. Troubleshoot was not performed for high readings as well as insulin flow block alarm. The product was not returned for analysis.